Event description:
Near miss: while assisting patient to stand from bed, the patient pushed against the bed with all her weight and brake lock failed. The side bar also became dislodged. Rn was able to prevent patient from falling.